Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -11.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens had to be explanted because the "lens went in wrong". A back-up lens was implanted. There was no widened incision and no sutures used. Attempts at obtaining additional information have not been forthcoming.